Manufacturer narrative:
The lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous lead had dislodged. The physician noted that during the recent implant, some slack may have been pulled back during the cutting of the catheter. The lead was repositioned with no additional adverse patient effects reported.